Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife was returned with the protective caps secured over both ends. The coring knife was in like-new condition with no evidence of blood on its body or blade edge. Initial visual inspection of the blade revealed no obvious areas of damage or irregularities along the blade edge. Microscopic inspection of the coring knife revealed the overall blade edge appeared uneven in several locations. Several imperfections consisting of rolled edges and folds were also observed. A cut test was performed with the returned coring knife and a foam sheet. The knife was unable to cut through the foam sheet as expected. A quarter turn of the knife created a half circle cut in the foam sheet. By comparison, a control knife was able to cut through the sheet in a quarter turn without issue. The results were consistent with the reported event. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the returned coring knife blade was dull.